Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 321 mg/dl (patient's meter) and 140 mg/dl (lab result).

Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product. The customer returned an empty test strip vial. Therefore, the actual test strips were not available for evaluation.